Event description:
It was reported that when the user tried to load a clip into an applier to prepare for a robot-assisted laparoscopic prostatectomy, the clip got broken. A new cartridge was used instead. In the user's opinion, the issue was not caused by the applier as it was a take-a-part, recently purchased by the hospital.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/boxlot# 73h1800269 was manufactured on 08/20/2018 a total of 14,504 pieces. Lot was released on 08/23/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A closed clip and two halves with pierced bosses of clips broken at the hinge were returned loose. This sample is for tc 1900068674, tc 1900069880, tc 1900069881, tc 1900069882 and tc 1900069883. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with five clips broken in half at the hinge and no intact clips remaining. The cartridge contained the other halves of the loose clips broken in half at the hinge. The loose clips appear used as there is biological material present. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip got broken at loading" was confirmed based upon the sample received. One cartridge, a closed clip and two halves with pierced bosses of clips broken at the hinge were returned. The cartridge was returned with five clips broken in half at the hinge and no intact clips remaining. The cartridge contained the other halves of the loose clips broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to load a clip into an applier to prepare for a robot-assisted laparoscopic prostatectomy, the clip got broken. A new cartridge was used instead. In the user's opinion, the issue was not caused by the applier as it was a take-a-part, recently purchased by the hospital.